Manufacturer narrative:
Complaint description: the tip of the retaining inserter broke off during extraction. No products were available for return. We were provided with a lot number and a product code. It was confirmed that no parts were left in the patient. A worldwide complaint database search on the lot number identified no previous complaints of this nature. A search on the product code did identify previous complaints for tip of inserter breaking off but these were attributed to misuse. Without the product no further investigation can be undertaken to determine how the tip of the product broke off. The complaint shall be closed with an unconfirmed conclusion and a root cause of undetermined, insufficient information. The occurrence shall be monitored through our companies post market surveillance system for future trends. Should any further information be provided relating to this case then further investigation may be undertaken.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the retaining inserter broke off during extraction.